Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clip was not loaded into the jaws. The procedure was completed with another device. There was no patient harm.